Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had a high blood glucose level. The contact declined tandem customer technical support's offer to troubleshoot at the time of the telephone call. Multiple attempts were made to reach out to the contact; however, no reply was received.